Event description:
It was reported that the patient had on implantable neurostimulator (ins) replaced on (B)(6) 2010. On (B)(6) 2010, the physician believed a component of the deep brain stimulation (dbs) system was not working properly. The family was asked to call for a replacement as a first step to rule out which component was not working properly. A new 9v battery was put in 3 days prior. The patient programmer had not been dropped or gotten wet. On (B)(6) 2010, the patient reported a shocking or jolting sensation in his chest and down near his ribs at the implantable neurostimulator (ins) location. This had been happening for awhile. There was no known accident or incident related to this complaint. The patient had a follow up appointment (B)(6) 2010 and stated the shocking was slowly going away. The stimulation was decreased, and that worked perfectly for about 1 hour and then the burning/shocking sensation started back up again. The daughter reported the patient was unable to talk and had a return of symptoms, but the daughter would not elaborate. The patient programmer was returned for repair on (B)(6) 2010. On (B)(6) 2010, troubleshooting revealed the patient programmer was working. The patient had difficulty talking and side pain "for awhile". Doctor took x-rays and looked ok. On (B)(6) 2010, the patient turned on stimulation for one hour and it worked great. But after one hour, the patient experienced shocking sensation and burning sensation. Caller reported the stimulation was turned off. On (B)(6) 2010, the caller reported the patient had a shocking, burning sensation at bilateral pocket sites. If the stimulator was on for about 15-20 minutes, then the burning sensation would occur. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178201008575.

Manufacturer narrative:
(B)(4).